Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported that the customer had an a21 error on the insulin pump. The customer's blood glucose level was 270 mg/dl. The customer received an a21alarm right after placing a new battery in the insulin pump. The customer was advised that the insulin pump experienced an unexpected restart. The customer was advised to monitor the insulin pump and call if issues occur.